Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist and found that their back bottom molar has cracked. The patient's dentist believes the aligner caused the molar to crack.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.